Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed a copy of stored device memory and noted the first measurement was recorded three years ago and no additional out of range measurements were recorded until recently. Ts discussed troubleshooting options. Monitoring will be continued at this time. This product remains implanted and in service. No adverse patient effects were reported.